Event description:
The trilogy ev300 ventilator was reported to have alarmed with a service required alarm e-59 indicating the internal or detachable lithium-ion battery was not charging due to a hardware fault for greater than, or equal to, one minute. This issue results in the system not charging the internal battery. There was no harm or injury associated with this complaint. The device was evaluated and it was determined the device required replacement of the power supply, the system printed circuit board assembly, the internal lithium-ion battery and the detachable lithium-ion battery. Device repair has not yet been completed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. If additional information becomes available that changes the current reportability decision, a follow-up report will be submitted.